Event description:
Over approximately 6 months, insulin requirements doubled, were more irregular. Insulin antibodies come back high titre. Pt switched to csii, pump filled with buffer, for 3-month trial of whether antibodies come down.